Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the x-ray tube head, the temp sensor, both workstation monitors, and the single board computer printed circuit board, loaded the software, performed camera and collimator calibration, and adjusted the milliamp null limits and voltages on the fluoro functions board printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed an high milliamp and anode too hot error messages. No pt injury was reported.